Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was 625 mg/dl. Customer experienced symptoms such as very sick. The customer¿s current blood glucose level was 455 mg/dl. The customer was treated with manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer report insulin pump had motor position encoder error alarm. Customer reported they were able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No motor error alarm noted during bolus or basal delivery. No drive or motor anomaly or displacement anomaly noted during testing. The motor was tested outside of the device and passed. Device uploaded properly using care link. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, a stained end cap sticker and a stained address or serial number label.